Event description:
During a routine follow-up, short cycles of noise were detected. Review of the recorded episodes revealed a low amplitude noise suggesting myopotentials or emi. No issue is suspected with the defibrillation system.